Manufacturer narrative:
(B)(4).

Event description:
It was reported that during system implant procedure, after the rv lead was positioned, the patient¿s blood pressure began to drop. An echo was performed and revealed a small pericardial effusion. Pericardial tap was performed resolving the issue; lead was repositioned and remains implanted.